Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no evidence that the patient sustained a serious injury. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) have not yet been recovered from the field. Initial evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date & usage of device: monitor: 07/13/2015 - initial use. Electrode belt: 03/09/2015 - reuse. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock events was lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid atrial fibrillation exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4). The lifevest detection algorithm complies with iec (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient experienced an inappropriate defibrillation event while riding a bike in the cardiology department under physician supervision. The patient reportedly was conscious and pressed the response buttons earlier in the detection until the patient's physician advised the patient to allow the lifevest to treat him. Rapid atrial fibrillation contributed to the false detection. The patient did not seek medical attention and continued use of the lifevest.